Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal ¿secondary set c61 had foreign matter in the cap. This occurred on 5 occasions. The following information was provided by the initial reporter: lint / filament in cap.

Event description:
It was reported that bd phaseal ¿secondary set c61 had foreign matter in the cap. This occurred on 5 occasions. The following information was provided by the initial reporter: lint / filament in cap.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1015840. Our records show that this is the only instance of foreign material being found in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on visual analysis of the submitted photograph our quality engineers determined that the identity of the foreign matter was hair from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has issued a retraining for all relevant personnel covering the appropriate use and monitoring of personal protective equipment.